Event description:
Edwards received notification that this patient with a valve model 11500a23 implanted in aortic position underwent a valve-in-valve procedure after an approximate implant duration of six (6) years and six (6) months due to calcific degeneration leading to moderate leaflet stenosis. Reportedly, patient presented with shortness of breath. A 26mm transcatheter valve was implanted within the edwards surgical valve. Patient was stable and discharged home after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section a4 (weight), b5 (date of this report), b6 (relevant tests/laboratory data, including dates), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including diabetes mellitus ii, dyslipidemia and carcinoma. There is no evidence to suggest an edwards manufacturing defect.